Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received no delivery alarm. The customer's blood glucose was 418 mg/dl at the time of incident. The customer's father stated that the blood glucose reached 450 mg/dl. The customer's father stated that they treated the high blood glucose with the insulin pump. The customer's father stated that the insulin did exit during fixed prime. The customer's father stated that they found that the cannula was bent. The insulin pump will not be returned for analysis.